Event description:
A balloon developed a leak during an anterior tibial/peroneal percutaneous translumenal angioplasty via a ipsilateral approach of a calcified lesion. Another balloon was used to successfully complete the procedure with no pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation revealed a burst located eight millimeters distal from the proximal ro marker. The device surface displayed chatter marks. Device displayed characteristics consistent with overpressurization, chatter marks on the balloon's surface. It was indicated this device was used in a calcified lesion which co believes contributed to this event and does not attribute it to the device.